Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 351, 79 mg/dl and 310 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically sighnificant. There was report of death, serious injury or mistreatment associated with this event.